Manufacturer narrative:
(B)(4). The product was visually inspected in the laboratory of the manufacturer. During visual inspection it was detected that the blood outlet connector on the luer port is damaged. The luer port is partially broken off. Sticky residues were also detected on the outlet connector. Thus the reported failure could be confirmed. The most probable root cause of the failure is unknown. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that the luer port on the arterial outlet was cracked and blood was leaking from oxygenator. Reported they had to an emergency change out of the oxygenartor. (B)(4).